Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had a "segments missing" issue. The patient indicated that the alleged meter issue started on an unspecified date the week before she called lfs on the same day. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. She also denied receiving medical intervention from a health care provider. However, the patient claimed that on an unspecified date/time after the alleged meter issue began, she developed symptoms of feeling thirsty and dizzy. During the time of concern, the patient was able to test her blood glucose on her husband's unidentified meter. She reportedly got a result of "115 or 120 mg/dl." It is not known if the patient was symptomatic when she tested on her husband's meter. It would have been helpful to know the following information: the patient's testing frequency, her diabetes management and medication regimens, when the patient obtained the meter result on her husband's meter in relation to when she was symptomatic, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient tried to interpret her meter readings with missing segments, what her last blood glucose reading was before the reported issue began, and what date/time the result was obtained. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.